Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and ams monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, uterosacral vaginal vault suspension, cystoscopy and mccall culdoplasty due to sui and prolapsed uterus. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2008, due to erosion of mesh. No additional information was provided.